Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that rebooting had occurred. The battery cap was not returned with the pump for investigation; a test cap was used for testing. The pump booted normally and was exercised for 24 hours without power issues. The pump electrical current draws were tested and found to be within specifications. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging that the subject pump powered off multiple times after he accidentally dropped the pump. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient reported that he had replaced the battery cap 1-3 months prior. There was no reported patient impact associated with this complaint.